Event description:
Unexpected assay results from a pt sample tested on the 5.1 fs analyzer were observed. Misassociation of pt demographics and results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.